Event description:
It was reported that the patient experienced mechanical issues with a three year old inflatable penile prosthesis (ipp). A revision surgery was performed in which a new set of preconnected cylinders and pump were implanted. During the procedure a big bubble was noted on the pump causing it to not work correctly. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the suspected cause for the bubble in the pump was that when making connections somehow air got in system. The patient did not experience any adverse events. No more information available at the moment. Should additional information become available, it will be provided.